Event description:
Additional information was received that per the physician; the medtronic guidewire did not cause or contribute to the aortic dissection.

Event description:
It was reported that one day following the implant of a transcatheter aortic valve into a previously implanted surgical valve, the patient died due to unknown circumstances. Additional information was received that the patient died due to an aortic dissection and bleeding. Per the physician, it was unknown if the valve and delivery catheter system (dcs) could be excluded as contributing factors to the death. Additionally, it was reported that the patient's death was attributed to underlying medical history. Additional information was received that the aortic dissection occurred either during deployment of the valve, or when the valve dislodged into the ascending aorta and the aortic arch when trying to use a snare to get the valve to a stable position. Per the physician, the cause of the dissection is unknown; however, the dcs did not cause or contribute to the dissection. The patient's anatomy and underlying medical history were looked at as the cause of the aortic dissection. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed, and a medtronic guidewire was used during the implant procedure. The deployment starting point was at or below the non-medtronic surgical aortic valve, and the dislodge occurred during release of the transcatheter valve. Prior to valve dislodgement, the implant depth was 4 millimeters (mm) on the non-coronary cusp (ncc), and 6 mm on the left coronary cusp (lcc). After valve dislodgement, the valve was in the ascending aorta.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. B7. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of a transcatheter aortic valve into a previously implanted surgical valve, the patient died due to unknown circumstances. Additional information was received that the patient died due to an aortic dissection and bleeding. Per the physician, it was unknown if the valve and delivery catheter system (dcs) could be excluded as contributing factors to the death. Additionally, it was reported that the patient's death was attributed to underlying medical history. Additional information was received that the aortic dissection occurred either during deployment of the valve, or when the valve dislodged into the ascending aorta and the aortic arch when trying to use a snare to get the valve to a stable position. Per the physician, the cause of the dissection is unknown; however, the dcs did not cause or contribute to the dissection. The patient's anatomy and underlying medical history were looked at as the cause of the aortic dissection.

Manufacturer narrative:
Corrected data: a4. Patient weight was inadvertently omitted from the previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient died due to an aortic dissection and bleeding. Per the physician, it was unknown if the valve and delivery catheter system (dcs) could be excluded as contributing factors to the death. Additionally, it was reported that the patient's death was attributed to underlying medical history.

Manufacturer narrative:
Updated data: b5, b7, h6, h11. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: 9617601. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of a transcatheter aortic valve into a previously implanted surgical valve, the patient died due to unknown circumstances.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evolutfx-2329}; product serial/lot number: {unknown}; product type: {0195 - heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.